Manufacturer narrative:
Svs/vqi registry summary reporting exemption approval number e2017023. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was an elective procedure due to severe claudication of the left leg. One artery was treated for occlusive disease artery - left sfa. Lesion was a non-calcified tacs c lesion, 18 cm in length with no occlusion. Three in pact admiral balloons were used to treat the left sfa. No complications during procedure and upon discharge. Patient was status post CABG and had a rapid decline in health and expired on post op day #214. The site documented the death as non-related to the procedure.